Manufacturer narrative:
The device was evaluated and found to be functioning as designed and intended. There was no malfunction. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from a user facility regarding a patient who became unresponsive with no palpable pulse within 15 minutes of receiving hemodialysis for the first time. The patient was intubated and transported to intensive care. The patient recovered and has since treated on another manufacture's system without issue.